Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. A visual and x-ray examination revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that high impedance, loss of capture, and variable r-wave sensing was observed on the right ventricular (rv) lead during the implant procedure. The lead was explanted and replaced to resolve the event and the patient was in stable condition.